Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient has not been using her implant because she needed batteries for her programmer, but she has been keeping her implant charged. The patient stated that she usually keeps the device on 4.20 v. The patient stated that she has been on that setting of 4.20v since implant. The patient stated that she turned her implant on and it was "zapping" her. The patient mentioned that she has had an MRI, which could be related to issue. It was recommended the patient follow up with health care professional (hcp) to check implantable neuro stimulator (ins) and verify if the previous MRI was related to the zapping. No further patient symptoms or complications were reported in this event.